Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was chosen for implant. During deployment, the right atrial disc had a bulbous deformation. The deformed device was never released from the delivery cable while inside the patient. There were no interactions with cardiac structures during deployment and no angulation/kink in the delivery system. A decision was made to replace the device with a second 25-18mm amplatzer talisman pfo occluder. The replacement device was implanted in the patient's septum with no adverse patient consequences. The patient remained hemodynamically stable throughout the procedure. No patient consequences were reported.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no interaction with cardiac structures during deployment, there was no angulation or kink noticed in the delivery system, and the delivery system was not reported. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.